Manufacturer narrative:
The cause of the discrepant falsely depressed pt inr results is user error. The account failed to enter the correct mean normal prothrombin time (mnpt) value into the test parameters. The dade(r) innovin(r) instructions for use provides customers with the calculation procedure for inrs and states: "the mean normal pt (mnpt) is defined as the mean value of the normal range. It must be determined specifically for each thromboplastin lot using the method used to analyze the patient samples and, where appropriate, using the coagulation analyzer used for the analysis." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant falsely depressed prothrombin time (pt) inr results were obtained on multiple patient samples with an incorrect mean normal prothrombin time (mnpt) entered into the test parameters. Patient results were reported to the physician while the incorrect value was input. The samples were repeated after the mnpt was corrected and higher results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant falsely depressed pt inr results. There is no report of adverse outcome to the patients as a result of the discrepant falsely depressed pt inr results.